Event description:
The following has been reported: a pump problem when turned on; unable to pull logs. A preliminary review of the logs could not be performed. The device was returned for evaluation. The device started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering pneumatic assembly. Unit passed. Fva pins have debris. The air compressor and fva lip seals will be removed and replaced during repair process. No other damage found . Reporting as a conservative measure for the air compressor issue identified during investigation. No adverse effects were reported.